Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 491 mg/dl at the time of incident and 450 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as dizzy. Customer was treated with insulin pump. Customer stated that the failed audio test. Customer stated that the soda bubbles are present along the tubing length. Customer did not allege insulin pump was under delivering. Customer was not using auto mode. Customer was assisted with performed a high pressure test and the test was on. Customer was feel ok to troubleshoot. The insulin pump will not be returned for analysis.